Manufacturer narrative:
E1: patient city: (B)(6) patient country: n3a 4r6.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient experienced high blood glucose event on (B)(6) 2026.the patient received treatment with manual bolus. No further information is available.